Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 16 - delivery request fail) occurred with multiple cartridges during the load process. There was no reported impact to the customer's blood glucose level. Reportedly, the customer successfully loaded a cartridge and resumed insulin delivery. The customer confirmed that an alternate method of insulin delivery was available.